Event description:
Applied medical direct view trocar caused injury to spleen during initial insertion. Injury controlled with application of hemostatic agents. Reason for use: laparoscopic entry to abdomen.